Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specs and no anomalies were found. Receiver was returned without leads, so the system as a whole was not tested. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.

Event description:
The pt received his scs neurostimulator receiver on (B)(6) 2004. It was reported that the pt experienced a loss of stimulation. On (B)(6) 2008, the physician replaced the receiver totally implantable pulse generator (ipg). The explanted receiver was returned to ans for analysis. No additional info is available.